Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that implantable cardioverter defibrillator (ICD) unexpected battery depletion occurred before the five year warrant y period, and "not appear recommended replacement time (rrt) with 2.62 voltage in the programmer follow up. The ICD remained in use, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.